Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump the cracked battery tube thread and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and was unable to clear it. Customer's blood glucose was unknown. Customer was advised the device was not directly exposed to moisture. The device had a crack around the battery compartment and customer covers with tape. Customer was advised the device needed to be replaced and agreed to return it for analysis.